Event description:
It was reported that a patient underwent a xiphoid hernia repair on (B)(6) 2010 and mesh was implanted. The patient experienced a recurrent hernia. On (B)(6) 2011, the patient underwent a re-operation to remove the implanted mesh and repair the hernia defect. No additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).